Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that since the last night the customer experienced high blood glucose. The customer's blood glucose at the time of the incident was 457 mg/dl. They treated with the insulin pump. The customer's current blood glucose was 209 mg/dl. Customer reported the following symptoms related to their high blood glucose was really thirsty all the time. Based on customer report proceeding in troubleshooting, the customer was alleging a possible pump under delivery. The drive support cap appears normal. Customer reported that, the basal rates are programmed accurately. The insulin pump failed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. The insulin pump passed the delivery accuracy test at 0.08750 inches. The insulin pump delivered a bolus properly. No under delivery anomaly noted.